Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects inside nozzle, dirt on light guide bundle and damage on channel tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint (nozzle has foreign objects and dirt on light guide bundle) was not established. The most probable cause of the complaint forceps cannot be inserted smoothly was due to damage on channel tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.